Event description:
The sheath kinked during insertion causing the "catheter kink" alarm to sound on the pump. Iabp was continued without further difficulties. The sheath was not returned to co for eval. The sheath was discarded by the facility. Event complications: none from the event-reported 10/23/96. Pt's current status: unk-rpt'd 10/23/96.